Manufacturer narrative:
No (B)(4) has been initiated for this issue. The model and serial number/date code are unknown. It is unknown if this is an invacare device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer alleges that the bed will not stay elevated. Not sure is semi electric or full electric. No injury is alleged.